Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for tbhcg in 2006, and a result of 0.48miu/ml was obtained. The tbhcg result was reported out of the lab. The customer indicated that a new sample was collected from the pt on ten days later, and tested for tbhcg; the initial result was ">1000" and 67807miu/ml upon repeat in diluted mode. The physician then questioned the tbhcg result from 2006. The customer re-tested the sample from the same day , for tbhcg. The repeated tbhcg result was ">1000" and 8427miu/ml when ran diluted. There was no report of pt injury or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc level I performed in 2006, was within specifications and qc level iii performed ten days later, was also within the range. System check from 09/15/06 was within specifications. In the event log there was no system flag associated with this event. No additional info regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.